Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pt was switched to another nit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply. The system was tested to factory specifications. It functioned normally and was returned to the customer.